Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a sensor error which occurred 5 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a sensor error for approximately 1-3 hours. While the cgm (continuous glucose monitor) device was not providing any value, the patient changed his pump infusion set (insulin pump brand not specified) and dosed himself with 20 units. The patient did not test a bg (blood glucose) meter reading either. At an unspecified time later, the patient realized that he gave himself too much insulin and self-treated by eating candy bars and by drinking a coke. Despite treatment, the patient lost consciousness on the couch. The patient¿s daughter follows his cgm readings, attempted to call the patient, but he was not answering his phone. Therefore, the patient¿s daughter called the patient¿s daughter-in-law who lives above the patient to check on him. Ems (emergency medical services) was called. Once ems arrived, the patient was treated with an unspecified sugar solution and was transferred to the ER (emergency room). It was not specified how long the patient was at the emergency room, but he was discharged home later the same day. The patient was doing fine at the time of the report. Data was provided for investigation. The allegation could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.